Manufacturer narrative:
The device was manufactured february 8, 2017 ¿ february 10, 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The device was filled with 4450mg fluorouracil in 115ml 0.9% sodium chloride. The reporter stated that the device completed infusion in 24 hours instead of the expected 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.